Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2021 to (B)(6) 2021. Momentary pump stops and low-speed events, as well as associated alarms, were captured on (B)(6) 2021 at 09:41:26 and (B)(6) 2021 between 06:42:25 and 07:55:49 (reference manufacturer report number 2916596-2021-03202). Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The account communicated that the patient was seen in the clinic and presented with heart failure symptoms and elevated lactate dehydrogenase (ldh). The patient was admitted and was being anticoagulated as the patient was showing clinical signs by way of the lab. According to the account, the right ventricle was mildly dilated with moderately to severely reduced systolic function with a tricuspid annular plane systolic excursion (tapse) of 1.2 cm. An echocardiogram was performed on (B)(6) 2021; however, the patient denies current signs or symptoms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU (rev. C) is currently available. Section 1 of this IFU lists right heart failure and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic and presented with elevated lactate dehydrogenase (ldh) 1,204 u/l, creatinine-1.50, aspartate aminotransferase (ast)-67, anine transaminase (alt)-73, international normalized ratio (inr) 1.5 and tea colored urine. The patient was admitted and is being anticoagulated as patient is showing clinical signs by way of lab. Right ventricle is mildly dilated with moderately to severely reduced systolic function with a tapse is 1.2 cm. Per echo on (B)(6) 2021 however the patient denies current signs or symptoms. Log file submitted captured pump stop events on (B)(6) 2021 at 0941. Pump power and pi were stable for the remainder of the log. Patient is on a no ground cable and batteries and being monitored. No additional information provided.